Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been requested for evaluation but has not yet arrived. Once received and the investigation is completed a follow up report will be submitted.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party field service center and the customer¿s complaint was confirmed due the unit has constantly alarm even about error 25, this error is referrer with some problems of tubes or valves. The unit arrived with cosmetic damage in vanity cover, and it arrived without particulate filter.